Event description:
It was reported that the right atrial (ra) lead had become dislodged during a recent surgical procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565, lead, implanted: (B)(6) 2011; d314drg device, implanted: (B)(6) 2012; 310c29, tissue valve, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.